Event description:
Medtronic received information that approximately one week following the implant of this bioprosthetic valve, transthoracic echocardiogram, transesophageal echocardiogram and cardiac catheterization revealed a high gradient across the valve (mean gradient 50-55mmhg; peak 60mmhg; valve area 1.03), and a small paravalvular leak. The patient was symptomatic and hospitalized. The valve was explanted and replaced with another manufacturer's valve with no adverse patient effects reported. Echo review by a third party was requested and suggested possible moderate prosthesis-patient mismatch, and possibility of an additional obstruction to flow at the aortic valve or annulus level. The third party report indicated a peak gradient of 120 and mean 69mm hg.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted the valve appeared slightly distorted with the non-coronary left stent post appearing inward. Note: distortion suggests a sizing issue and/or squeezing the stent in excess. All leaflets were slightly stiff but flexible. Note: this is expected since the valve was received in 10% formalin then combined with the decontamination process that included a high concentrate of a tissue fixation and then blood contact. The non-coronary cusp appeared slightly redundant, possibly due to the distorted or inward position of the right non-coronary stent post. A tear and abrasion due to contact with the bias cloth was observed in the lunula of the non-coronary cusp adjacent to the non-coronary left stent post. A small abrasion in the lunula of the non-coronary cusp adjacent to non-coronary left stent post appeared to be due to contact with the bias cloth. All commissures were intact. There was no visual evidence of host tissue on the valve. Radiography showed no evidence of mineralization in the valve. Hydrodynamic pulse duplication testing with high speed video observation showed the gradients were higher than the historical testing data. The regurgitations were much lower than the baseline testing data. The leaflets appeared very stiff during the opening phase at the lower flow rate, the left cusp was particularly stiff and resistant to opening. This was likely due to the formalin solution that the valve was received in combination with the decontamination process. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis determined the cause of the event was likely related to sizing error and/or implant technique. (B)(4).